Event description:
It was reported that system diagnostics recorded high impedances on four lead contacts. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a rep met with a patient and identified 4 contacts with high impedance. Imaging did not show any abnormalities. The patient was to undergo surgery to address stenosis and the physician planned to replace the paddle lead at the same time. As of 15 nov 2022, the surgery had not been scheduled. As such, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.